Event description:
During the surgical procedure laparoscopic appendectomy, 2 different staplers jammed while trying to fire inside of the patient. Both staplers were removed from the filed and replaced with a power stapler. No harm to the patient.